Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The physical sample was collected from the market and sent to pace / curia labs for further evaluation. Pace / curia report (B)(4) was provided. One (1) baxject iii device was received at curia in an activated condition. The blue cap was attached to the device in an upright position. Approximately 2ml of liquid was observed in the diluent vial, while between 0ml of liquid was observed in the product vial, but product observed to be exposed to moisture. The report from the laboratory states that the device exhibited "normal characteristics" after following the recovery procedure, with 2.2 ml of clear liquid transferred to the syringe and leaving only less than 0.4 ml of drug product in the product vial. Batch product records were also evaluated. A review of the filling records for taa23013a was performed. It was found to have been filled, dried, and capped according to required procedures. All final container test results were found to be acceptable with appearance for both cake and reconstitution confirming. All release criteria were met, and the lot was manufactured according to gmp requirements. During the manufacture of fuv advate lot taa23013a, assembled with baxjectiii device sublot tata013b, there were no nonconformities, failures, or deviations documented in the batch record which could have contributed to the reported problem. A review of the monthly report (aug 2024) for advate bj3 was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4), and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Good afternoon, I'm an inventory coordinator with (B)(6). We utilize one of your products, advate, that we consign through biocare. When attempting to complete an order, one of our pharmacy technicians ran into an issue. After pressing down on the diluent vial, the diluent did not flow through the system to reconstitute the drug in the vial below. I have attached a picture of the product and all product information is below. Please let me know if you need additional information. Advate 502u vial, ndc: 0944-3052-02, lot: tata013b, exp: 7/22/2025.